Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly calcified and moderately tortuous proximal to mid left anterior descending (lad) artery. A 15mmx3.75mm nc quantum apex balloon catheter was advanced for dilatation. The balloon was initially inflated at 10 atmospheres fro 20 seconds. However, during the second inflation at 7 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and a pinhole was noted. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.